Event description:
It was reported that the implanted isola rod broke at l2-l3. Revision surgery was performed to remove and replace the rod. Concomitant device: 50003750, isola ss growth connector 3/16"x3/16" 5.

Manufacturer narrative:
Visual inspection confirmed that two rod sections were adjoined within the concomitant device isola connector and the fracture occurred on a single rod section outside of the connector. Review of the device history record found no issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Although no definitive conclusions can be made, the results of scanning electron microscopy analysis suggest that the rod fracture most likely occurred due to fatigue. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.